Manufacturer narrative:
The device was received with a pump error 37 alarm during rewind due to moisture ingress. Traces of moisture on the motor assembly noted. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test or verify rewind anomaly due to pump error 37 alarms.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a pump error alarm. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. The drive support cap was normal. The customer was able to successfully clear the alarm. The customer was not able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.